Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: event 1: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 44 mg/dl were recorded by continuous glucose monitor (cgm) from 8:40:29 am to 8:55:30 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 8:40:29 am. On (B)(6) 2019, at 1:37:46 am, 2:10:52 am, and 3:40:22 am, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Event 2: blood glucose (bg) of 53 mg/dl was recorded by continuous glucose monitor (cgm) at 7:40:28 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 7:35:27 am. On (B)(6) 2019, at 1:21:13 am, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On (B)(6) 2019, at 4:32:49 am, user made a bolus request without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. On (B)(6) 2019, at 4:40:05 am and 5:01:32 am, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. Event 3: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 44 mg/dl were recorded by continuous glucose monitor (cgm) from 2:35:27 pm to 2:45:24 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 2:35:27 pm. On (B)(6) 2019, at 10:47:15 am, user made a bolus request without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. On (B)(6) 2019, at 10:51:19 am, user made a bolus request without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6) 2019, at 11:30:56 am, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Event 4: blood glucose (bg) of 52 mg/dl was recorded by continuous glucose monitor (cgm) at 5:19:56 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 5:19:56 am. On (B)(6) 2019, at 12:30:49 am, user made a bolus request without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. On (B)(6) 2019, at 1:00:39 am, 2:09:26 am, 2:44:31 am, 4:01:19 am, and 4:04:28 am, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Event 5: blood glucose (bg) values from 53-54 mg/dl were recorded by continuous glucose monitor (cgm) from 1:09:55 pm to 1:14:57 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 1:09:55 pm. On (B)(6) 2019, at 11:20:28 am, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Event 6: blood glucose (bg) values from 51-53 mg/dl were recorded by continuous glucose monitor (cgm) at 8:44:54 pm on (B)(6) 2019. A cgm alert 14 (transmitter out of range) enunciated on (B)(6) 2019 at 8:40:09 pm. Allowing the cgm transmitter to go out of range prevents the user from continuously monitoring bg and potentially addressing an impending low bg. On (B)(6) 2019, at 4:55:39 pm, user made a bolus request without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. On (B)(6) 2019, at 6:16:00 pm and 6:46:08 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Event 7: blood glucose (bg) of 51 mg/dl was recorded by continuous glucose monitor (cgm) at 7:39:47 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 7:39:47 am. On (B)(6) 2019, user made a bolus request of size 2.53 units, approximately 5 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. Event 8: blood glucose (bg) values from 44-54 mg/dl were recorded by continuous glucose monitor (cgm) from 10:54:48 am to 11:29:46 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 10:54:48 am. On (B)(6) 2019, user made a bolus request of size 4.27 units, approximately 2 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging between 44-50 mg/dl; cause was unknown. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.